Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15281335.

Event description:
It was reported that one of the patients lead was fractured and one of the patients lead contact had high impedances. It was also reported that the patient felt a shocking sensation occasionally.